Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of axios stent partially deployed. H10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection found the control hub detached and was not returned for analysis. No other issues were noted to the stent and delivery system. The reported event of handle break was confirmed as the control hub was detached; however, the reported event of stent partially deployed was not confirmed as the stent was received fully covered and undeployed. It is likely that procedural factors such as handling of the device and the technique used by the physician when the distal flange of the stent was deployed could have contributed to the reported event of handle break. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. H6 (device codes) has been corrected.

Event description:
It was reported to boston scientific corporation on november 10, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, an attempt to deploy the distal flange of the axios stent on the cyst was performed. However, the gray deployment hub fell off the handle. The axios stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on november 10, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, an attempt to deploy the distal flange of the axios stent on the cyst was performed; however, the gray deployment hub fell off the handle. The axios stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.